Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of cracks or damage throughout oxy or ports. Blood side pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 min. During the test there was a leak observed from the hex side seam. Reason for the return was confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information d.4: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred in the affinity nt oxygenator heat exchanger component prior to use. The leak was identified as originating from the component rather than the tubing connection. Use of the device was not continued, and the device was replaced to complete the case. The same leak did not appear in multiple packs. There was no adverse patient effect associated with this event. Medtronic received additional information that the issue was discovered during case preparation. Medtronic received additional information via analysis of the device that the leak occurred from the heat exchanger side seam.

Manufacturer narrative:
Correction b5: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Available information for this product experience indicates that the medical device did not cause or contribute to a death or serious injury, as defined in 21 cfr 803.3. Medtronic's evaluation of heat exchanger side seam bond leaks in the affinity nt oxygenator indicates that there have been no prior death or serious injuries as a result of a heat exchanger side seam bond leak. Based on complaint history and risk analysis, the chance of a side seam bond leak resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.4.expiration date h.4.mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred in the affinity nt oxygenator heat exchanger component. The leak was identified as originating from the component rather than the tubing connection. Use of the device was not continued, and the device was replaced to complete the case. The same leak did not appear in multiple packs. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Additional information b5: it was reported that a leak occurred in the affinity nt oxygenator heat exchanger component prior to use. There was no adverse patient effect associated with this event. Medtronic received additional information that the issue was discovered during case preparation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.